Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The batch number is unk and the manufacturing records for the complaint device could not be reviewed. The most probable root cause of this event was operational context as the device performance was limited by procedural/anatomical factors. This is the final report that will be submitted associated with this incident and device. No additional action is required at this time.

Event description:
It was reported that during spinal surgery, a screw was damaged and left in the pt. Pt had previously been treated with pathfinder instrumentation at l4-l5-s1 and unspecified interbody peek cages. The construct was "many years" old. The construct was being removed due to two broken 6.5mm screws at s1. It was noted that the pt might not have been not fused. However, review of the films demonstrate solid fusion at the treated segments. Only the heads of the broken screws were removed. The remaining segments were left in the bone. While attempting to remove an intact screw, it was damaged at the driver interface and was left in the pt along with the two broken screws. The remainder of the instrumentation was successfully removed and no additional instrumentation was added.